Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. C26971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "repeat/multiple surgeries" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), surgical procedure repeated ("repeat/multiple surgeries") and post procedural haemorrhage ("post procedural bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain, back pain, fatigue, headache, weight increased, surgical procedure repeated and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for surgical procedure repeated with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. C26971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "repeat/multiple surgeries" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), surgical procedure repeated ("repeat/multiple surgeries") and post procedural haemorrhage ("post procedural bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain, back pain, fatigue, headache, weight increased, surgical procedure repeated and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for surgical procedure repeated with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, pelvic pain, post procedural haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received. Event post procedural bleeding added. Event outcome updated for pelvic pain & dysmenohea. Lot number , expiration date of product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "repeat/multiple surgeries" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches") and surgical procedure repeated ("repeat/multiple surgeries") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, fatigue, headache, weight increased and surgical procedure repeated outcome was unknown. The reporter provided no causality assessment for surgical procedure repeated with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and medical record received: category of case changed to incident. Previously reported event injury nos was replaced with new events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, fatigue, headaches, weight gain and repeat/multiple surgeries were added. Lab data added. New reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.